Event description:
Pump was reported to overinfuse. Pump delivered 150ml of heparin in one hour when it was programmed to infuse at 10ml/hr. It was noted medical intervention was needed although it was noted what type. No add'l details are known. No pt injury resulted.